Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited whitish foreign objects in the air/water cylinder and air/water tube.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided based on product details. Updated field: h4.

Event description:
No new additional information provided by the customer.